Event description:
No further event information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged. The comb was replaced and resolved the reported issue. The review of the device history record identified no deviations or anomalies during manufacturing relating to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information becomes available which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device had a damage screen. The event was discovered during surgery. However, there was no harm to the patient or operator; there was no reported delay or extension in the surgical procedure and the procedure was completed using another device. No adverse events were reported as a result of this malfunction. Due diligence is complete. No further information was received.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.